Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a pocket infection occurred. The source of the infection was identified as blood. The implantable pulse generator (ipg) system was explanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.